Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration and qc recovery data provided was within specification. The alarm trace showed multiple abnormal aspiration alarms. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) replaced and cleaned the vacuum and sipper nozzles, checked sample probe adjustments, and performed an air purge, reagent prime, ise checks, precision, calibration, and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium (na) electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 150 mmol/l. The doctor questioned the result which prompted the customer to repeat the sample. The sample was repeated on a c303 analyzer and the result was 140 mmol/l. The repeat result was deemed correct.